Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-718a-1775: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
Event description: updated.

Event description:
It was further reported that: the fiber tip was broken resulting in the beam firing forward. The tip of the fiber was cleaned during the procedure.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) surgical procedure, with 62,992 joules used and 11 minutes expended, it was noted that fiber aim in vertical/ "apical". The fiber was exchanged and the second fiber was used to complete the procedure. No harm to the patient was reported.